Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a one-link standard bore catheter extension set disconnected during infusion. It was stated that they have lost a few IV's from connecting the extension set and having it "flop" over and pull out the IV. A new set would need to be used. There was a small amount of patient blood loss; however, there was no patient injury or medical intervention associated with this event. No additional information is available.